Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissor (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to the start of a da vinci-assisted retzius sparing proctectomy surgical procedure, the monopolar curved scissor (mcs) instrument tip before starting the operation, the customer discovered that the mcs tip was peeled off preventing the cover from staying on the end. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage was observed. The procedure was robotically completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a sheath distal coextrusion lodged at the tube adapter. The complaint was confirmed by failure analysis. A review of the provided image (see attachment) was performed. The image shows an sp mcs with some fraying at the distal end of the instrument shaft just proximal to the tip connector. The probable root cause is attributed to either tip accessory installation issues or damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can cause a component to be lodged from the disposable monopolar cautery tip into the tube adapter.